Event description:
During preparation for cardiopulmonary bypass, the device switched to battery power as expected. When ac power was restored, however, the device continued to operate on battery power. When the device was later connected to a different ac outlet, it switched to ac operation as expected. There wa no reported adversed consequence to the patient as a result of this event.